Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by severe abdominal pain. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. Pd therapy solutions were ongoing at time of the event; however, the patient was eventually switched to hemodialysis (hd), on an unreported date. The pd catheter remains in place. At the time of this report the patient continued with hd and was recovered from this peritonitis event. No additional information is available.